Manufacturer narrative:
Investigation conclusion: this lot has not been previously tested. Because the lot is expired and no longer available, further investigation is not possible. This complaint was identified during an assessment of customer interaction records as part of (B)(4). The available information is limited and no additional information is able to be obtained.

Event description:
The customer reported receiving a false positive result on the device. The customer confirmed the false result at the lab but did not confirm with gc/ms. The customer performed a secondary screen with panel 934. No additional information was provided..